Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
The doctor reported that when placing the healing abutment, it could not be screwed into the implant. The healing abutment screw seemed to be larger. The patient will need to return for another appointment.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following fields have been updated: b4: date of this report, b5: describe event or problem, g3: date received by manufacturer, g6: type of report, h1: type of reportable event , h2: follow up type , h3: device evaluated by manufacturer, h6: adverse event problem, h10: additional narrative. One (1) ep® healing abutment 5mm(d) x 5.6mm(p) x 4mm(h) (wth54) was returned for investigation. Visual evaluation of the as returned product identified that the abutment had signs of use. The threads appeared damaged. Functional testing to recreate the reported event confirmed that the healing abutment didn¿t thread into an in-house implant as intended. No pre-existing conditions were noted on the per. Bone density was unknown. The reported device location was not reported. DHR review for the lot 1255763 had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimvie. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number 1255763 for similar event using keyword and no other complaint was identified. Review completed utilizing keywords: dental : fit : does not seat. Therefore, based on the available information, device malfunction has occurred and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.